Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient information available for reporting. Date of postoperative screws back out and pseudo kyphosis development is unknown. (510k): this report is for unknown quantity of unknown mono/polyaxial uss screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Initial implant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility phone number is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in hong kong as follows: it was reported that a patient was initially implanted with universal spine system (ussii) on an unknown date. However, universal spine system (ussii) screws backed out accidentally and caused pseudokyphosis from c7 to t2. Patient was revised to another universal spine system ii (ussii) on (B)(6) 2018. Surgery was delayed for one (1) hour due to reported intraoperative issue. Patient consequence is unknown. This report addresses revision surgery due to backed out screws causing pseudo kyphosis. The intraoperative issues that occurred during the revision surgery has been captured under two complaints: (B)(4) and (B)(4). Concomitant devices reported: uss rods (part # unknown, lot # unknown, quantity unknown), mono/poly screws collars/heads: uss (part # unknown, lot # unknown, quantity unknown). This report is for unknown quantity of unknown mono/polyaxial uss screws. (B)(4).

Event description:
It was reported that the patient outcome is stable.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.